Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not received. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2019-13266. It was reported that the patient would be undergoing a system explant for an unknown reason.

Manufacturer narrative:
Further information indicates that the lead does not meet the criteria of a reportable event; the patient's system was explanted due to an inoperable ipg.